Manufacturer narrative:
Analysis confirmed the external pulse generator (epg) displayed an error code, the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the upper case was dented, the lower case was scratched, the hanger assembly was broken, and the display wires were pinched with exposed insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was displaying an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.